Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, leakage was found on the shunt sensor. No patient involvement as this occurred during setup. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on jul 26, 2018. (B)(4). The returned samples were visually inspected. Samples 1 and 3 contained a normal production level of buffer solution. Sample 2 was returned without buffer inside the unit and sample 4 had a small amount of buffer solution remaining in the unit. The returned samples were then leak tested individually (as received) by connecting with the calibrated manometer, submerged into a water bath, and pressurized. Samples 1, 3 and 4 did not leak while being pressurized up to 1030 mmhg. A leak was noted in sample 2 at approximately 210 mmhg. The large bore adapter blue cap was then loosened and re-tightened on each sample with a calibrated torque wrench to production specification as these leaks were all reported during unpacking. The samples were then leak tested a second time by connecting with the calibrated manometer, submerged into a water bath, and pressurized. Samples 2 and 3 did not leak while being pressurized up to 1030 mmhg. A leak was noted with sample 1 at approximately 700 mmhg and in sample 4 at approximately 425 mmhg. Samples 1 and 3 most likely leaked (for test 2) after retightening the large bore cap because dried buffer solution was removed during the first leak test and loosening of the cap. Sample 2 most likely leaked upon receipt (for test 1) due to dried buffer solution between the threads, then being removed during the first leak test in combination with the loosening of the cap. A retention sample of the same product code and lot number combination of each lot reported in this complaint was visually inspected, and no visual anomalies were noted. The retention samples were also leak tested, and no leaks were noted. The root cause for these events is a lack of sealing between the large bore adapter (blue cap) and the shunt sensor body. When the large blue vent cap is tightened, interference between the threads of the cap and the shunt sensor body exist, causing an inadequate seal leading to a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.